Manufacturer narrative:
(B)(4).

Event description:
Received information the pt's ins was requiring more frequent (every couple days) recharges. Ins was not cycling but was used 24/7. Pt also stated the ins finally shut off and he had no stimulation. It was also setting off the theft detectors in wal-mart. The ins was replaced on (B)(6) 2011. After replacement the pt was able to get good stimulation coverage but in rr impedances on electrodes 8-15 were high at .7 up to 3v. Pt suffered no injury and recovered without sequela. Additional information has been requested and if received a follow up report will be sent.